Event description:
It was reported that the pt has poor speech discrimination with his right ear (he is bilaterally implanted). His most recent speech testing on (B) (6) 2010, indicated 0% speech discrimination. Pt reports hearing only noise on the right side and no discernible speech-like sounds. He also reports an intermittent 'soft ticking' noise that is present when he tilts his head and pushes on the implant site. He only experiences these sounds when wearing the processor. A CT scan was ordered and reviewed by the physician, per the report, the right ear is inserted to electrode 10, which is consistent with the surgical report.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.